Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, it was noticed that one (1) mi z handle acet reamer had the end adapters to the machine broken off. The surgeon confirmed that no pieces fell inside of the patient's anatomy. The procedure was resumed, without any delay, using s+n back-up devices. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H11: this complaint has been reassessed based on additional information gathered by the manufacturer. It was determined that this event does not fulfill reporting requirements per 21 cfr §803. The device was returned to the manufacturer on (B)(6) 2023. A visual analysis revealed that the inner shaft has a piece broke off. The inner shaft is protected by an outer shaft, and it is intended to transmit the torque from the power unit to the reamer dome connector. In the event of a breakage, the broken parts are retained within the outer shaft; therefore, there's no risk of broken parts entering the patient's incision.